Event description:
Sciton bareit laser hair removal laser. I have been getting hair removal for the past year and have been burned by the laser on 5 occasions. All in different areas at different stages of the laser hair removal process even when the setting was set as the previous setting or below it. It is apparently approved for darker skin tones but I do not know that this is really the case. Burn areas include legs, under arms, gluteus maximus, and brazilian area (twice). The medical spa was notified of each burn and they said that burns can happen but did not seem bothered by this (the business owner). I am not sure if they have ever reported the burns that I have come to them about therefore I am doing my due diligence. Burns are still visible in all areas and will need to either be treated with an exfoliant or skin lightening product. Burns in two of the areas caused extreme irritation and itching for one week (butt and brazilian).

Manufacturer narrative:
(B)(6) 2025: called the complainant at 10:15 am to obtain contact information about the spa associated with this reported adverse event. Left message to return the call. Have not received call at the time of filing this report.